Event description:
The advocate stated the customer received blood glucose readings of 192 and 169 mg/dl from his contour and a reading of 498 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate also alleged the customer performed a control test and received a result of 240 mg/dl. The normal control range was 106-147 mg/dl. The advocate and the customer used the last of the test strips so no product will be returned.